Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("severe fatigue") and was found to have lymphoma ("lymphoma"). The patient was treated with surgery (robotic total laparoscopic hysterectomy w/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue and lymphoma outcome was unknown. The reporter provided no causality assessment for fatigue with essure. The reporter considered lymphoma, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral tubal occlusion following essure device placement. Concerning the injuries reported in this case, the following ones were reported via social media: lymphoma, fatigue. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number added. Case become serious incident, essure removal done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure (batch no. B61397), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue") and arthralgia ("hip pain"). And was found to have lymphoma ("lymphoma"). The patient was treated with surgery (robotic total laparoscopic hysterectomy w/bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, lymphoma and arthralgia outcome was unknown. The reporter provided no causality assessment for fatigue with essure. The reporter considered arthralgia, lymphoma, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, bilateral tubal occlusion. Following essure device placement. Concerning the injuries reported in this case, the following ones were reported via social media: lymphoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media was received: event: added- hip pain. Reporter information were added. On 7-jul-2020, quality-safety evaluation of ptc. (Product technical complaint) a technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.